Manufacturer narrative:
The investigation into a patient ventricular tachycardia/ventricular fibrillation has been completed. No product was returned. Data logs were reviewed, and suction alarms were found during the case. The cause of the ventricular tachycardia issue was not determined and unknown relation to impella based on clinical information and data log review.

Event description:
The user facility reported a 65-year-old male in anterior st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was having intermittent ventricular tachycardia/ventricular fibrillation during implant of impella. All arrhythmias subsided once impella was in the left ventricle and turned on, during 30 min unloading time, and throughout intervention.